Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported a general feedback on air-in-line alarms right after pressing the start key to initiate an infusion. This was reported to bd representatives during their site visit. There was no information on patient involvement. The devices were not available for investigation. Although requested, no further information was available.